Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th june 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, the suture broke when it was tightened. This was detected during a right knee anterior cruciate ligament reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1588rt. There were no patient harm and no secondary procedure needed.